Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported suspecting that an ID now instrument printed the incorrect patient ID on a patient's test result on (B)(6) 2021. The customer confirmed this has only happened with one patient. Additional information is not available at this time.

Manufacturer narrative:
Further review of this report found that the MFR. Report number was incorrectly reported as 1221359-2021-00932 the correct MFR. Report number is 1221359-2021-00923.

Manufacturer narrative:
Additional information from the customer states that a covid-19 ID now assay was used for testing. Also, there was no patient harm.